Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). Received a connector attached to a filter. Visual inspection: the connector was closed with an alligator clip attached. 1. Connector visual inspection: no abnormalities that could lead to catheter detachment were observed comparing the sample to no.06224 mat.8451290 the two were identical. We identified the received sample as mat.8451290. No abnormalities were identified from the connector. 2. Alligator clip visual inspection: comparing the sample to no.qcs-160 the two were identical. We identified the received sample as no.qcs-160. The received sample was deformed due prolonged attachment to the connector we received, causing it to maintain a wider form. Functional test: catheter tensile strength test. Test was conducted using the received connector sample and an unused catheter. Company specifications: above 11n, test results: 11.2n. The sample met company specifications. Others: no abnormalities were observed inserting an unused catheter into the connector sample. The catheter was able to be inserted without resistance and up to the marking point as designed. The alligator clip was attached to the connector, no looseness nor were abnormalities observed. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the alligator connector was unlocked after a green cap came off, and which caused catheter withdrawal.